Event description:
It was reported on may 5, 1999 that an event occurred involving a ultraflex esophageal uncovered stent. It was indicated that the device detached during an attempt to deploy the device and surgery was required to remove the device. The pt's condition is described as fine. The device was not returned for evaluation.